Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported inflation problem was confirmed; however, it was noted that the balloon folds were relaxed, indicating the balloon was subject to pressurization and there was a tear at the location of the guide wire exit notch. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. In this case, it is likely that the balloon dilatation catheter (bdc) interacted with the guide wire during the procedure, resulting in the noted tear at the guide wire exit notch. The noted tear likely resulted in the balloons inability to inflated, contributing to the reported inflation problem. The investigation determined the reported inflation problem appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery that was non-calcified and non-tortuous. The trek rx 2.50 x 20mm balloon completely failed to inflate. Another trek was used to successfully complete the procedure. There was no reported adverse patient effect and no clinically significant delay in the procedure. Device analysis noted that fluid was observed coming out from the tear at the guide wire exit notch. No additional information was provided.